Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. No other damages or deficiencies were found during the investigation; the device functioned as intended.

Event description:
It was reported that the patient was hospitalized for one night due to diabetic ketoacidosis (dka) high blood glucose (bg) levels >500 mg/dl, and vomiting, while wearing the pod between 4 and 24 hours. At the hospital, the patient was placed on an intravenous (IV) of fluids and insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.